Manufacturer narrative:
Returned for evaluation was one unopened, unused bioflo dialysis package.the device was forwarded to angiodynamics' supplier of this product for a device evaluation and root cause determination. Per the supplier: the actual complaint sample was not returned for analysis. A similar device from the same lot, unused was returned for analysis. Visual evaluation of the device from the same lot did not reveal any discrepancies. Functional evaluation to evaluate whether the valve changed the flowrate of fluid from the sheath end revealed that the sheath did not drip with the valve occluding the sheath after 15 seconds. This complaint is non-verified for the sheath mentioned in the complaint and the evaluation of the device from similar lot did not reveal any discrepancies. The complaint is unconfirmed. The reported complaint description cannot be confirmed. A root cause for the event canot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The following is provided as a reference from dfu item number 16600701-01: precautions: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve members resulting in blood flow through the valve. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Cautions: · the valved peelable introducer sheath is designed to reduce blood loss and the risk of air intake but it is not a hemostasis valve. · it is not intended to create a complete two-way seal nor is it intended for arterial use. · the valve will substantially reduce air intake. At -12 mm hg vacuum pressure the valved peelable introducer sheath may allow up to 4 cc/sec of air to pass through the valve. · the valve will substantially reduce the rate of blood flow but some blood loss through the valve may occur. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: they were doing a dialysis case and as soon as they put in the sheath dilator it was dripping blood. Once they put the catheter in it was still dripping blood. As they broke it started gushing blood all over the room, all over (B)(6)'s face. The valve just did not work at all. This event meets the criteria of a reportable adverse event as there was blood (bio contaminate) sprayed on one of the nurses in attendance. No adverse effect to the attending nurse was reported. The reported defective disposable device has been returned to the manufacturer for evaluation.